Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There are 36 units in stock that have been requested for analysis. Tightness test to the samples received from stock has been performed and the units are tight. Tested the knot pull tensile strength of the samples received from stock and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Knot pull tensile strength results before releasing the product were 5.16 kgf in average and 4.85 kgf in minimum and fulfilled the OEM requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. On the other hand, diameter result conducted on the novosyn sample received from stock is 0.426 mm in average and is slightly oversized according to the requirements of the european pharmacopoeia for this size and thread: 0.350 mm < xave < 0.399 mm. However, as stated in the instructions for use: "novosyn® fulfils all the requirements of the european. Pharm. And united states pharm. - current edition - for sterile, synthetic, absorbable sutures (except for an occasional slight oversize in some gauges)". Final conclusion: although the results of the samples received from stock fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that during surgery the thread broke.